Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vein. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed by using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the sevrely calcified vein. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed by using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state with solidified blood and media inside the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However due to the presence of the solidified media, the balloon was unable to inflate. The device was placed in a water bath where the temperature is set to 37 degrees celsius in order to allow the media to soften. The device was removed from the water bath after a time and the inflation was attempted again. Liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.